Event description:
It has been reported that a nurse incurred an injury when attempting to engage the brake. (B)(4) (stryker representative) reported that while speaking with the customer, they had stated that they were using an IV pole system with the stretcher and it was under the unit at the time the nurse was trying to use the stretchers pedal. The IV pole system was blocking the pedals use which was why it was so difficult to engage the pedal. However, the nurse was not aware and continued to try to use the pedal. After allegedly jumping on the pedal, it had allegedly caused the reported injury.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.